Manufacturer narrative:
(B)(6). Manufactured: march 10, 2016 ¿ march 11, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed with leak/backflow observed from the fill port. Further investigation revealed a particle approximately 0.30 square mm in size located under the check band. Fourier transform infrared spectroscopy was performed with the results showing the particulate material was identified as acrylic. The reported condition was verified. The cause of the particulate matter was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak from the port. This occurred before patient use. It was stated that the nurse used a syringe with 40-50ml of sodium chloride 0.9% to fill the infusor. When the nurse pulled the syringe out the port started to leak. There was no patient involvement. No additional information is available.